Event description:
The hcp reported that the pt expired. The date of the death are unk. The pt was in the hosp in 2005 for hip surgery and had multiple other medical problems, including tia, cellulitis and renal insufficiency. A follow-up report will be sent if additional info becomes available to co.